Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. The lot number was not provided; therefore a batch review cannot be conducted. The cause is unknown. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
Baxter received a complaint stating that an unknown quantity of ce intermate sv 100, reportedly felt loose at the connection of the blue winged cap and luer lock, similar to as if something has disintegrated slightly. There was no report of patient involvement, injury, or medical intervention. No additional information is available.